Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited failure to sense and failure to capture. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.